Event description:
It was reported that a "communication failure" message was displayed on the 9900 system. Reboot was required to continue the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive. Hard drive replaced on a subsequent visit. The system was tested and found to be working as intended and placed back into service.